Manufacturer narrative:
X-ray review: post-op CT image for t10-s1 fusion shows a set screw out of the screw head. This may be caused by pre-stress on the rod, failure to tighten at the time of surgery or failure of fusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The screw does not show damage to the threaded area. The set screw would still thread into a mas screw head without binding. There is a starburst pattern marking on the node of the set screw that is consistent with the rod moving inside the bone screw head as the set screw backs out. There was five mas bone screws return all with heavy witness marks on the saddle of all five screws indicating that the rod was moving freely in all screw heads for a period of time. With the amount of post loosening damage to the returned items, the exact rood cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: degenerative disc disease procedure:posterior spinal fusion level :t10-s1 it was reported that on an unknown date, set screw popped off of the screw head. Non union was reported for this event. Patient suffered with pain and underwent revision surgery.